Manufacturer narrative:
Provided service report confirm the reported issue. Our field service engineer (fse) was on-site to investigated the issue further. After cleaning and drying the affected parts, the ventilator passed several pre-use check tests and was release for use. Fse did not found any other defects with the device and/or any faulty parts. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).